Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had no capture in bipolar pacing configuration. There was intermittent capture at maximum output, in the unipolar pacing configuration. Additionally pacing impedances in both configurations were greater than 2500 ohms. During a revision procedure the lead was not tested by a pacing system analyzer. The pacemaker was explanted and the lead was abandoned surgically, as the patient was not an extraction candidate. A new rv lead was successfully placed. The cause for the issue remains unknown. No additional adverse patient effects were reported.